Manufacturer narrative:
Additional device was added to the product grid after initial report was submitted. Sterile fluted headless 1/8" pin 3.5" long; cat# 7650-2038a; lot# rd9w106a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of device history records indicates the lot was manufactured and accepted into final stock on 04-nov-2014. There has been no other event for the lot referenced. Clinician review of the provided information determined there is no evidence that this post-operative periprosthetic right total knee arthroplasty infection was related to factors of faulty component design, manufacturing or materials. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Patient went to office with hot area and pain. Surgeon thought it was just surface infection, but instead in was in the joint. Right femur.

Event description:
Patient went to office with hot area and pain. Surgeon thought it was just surface infection, but instead in was in the joint. Right femur.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-601; lot# ehnyf. Triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# kwtha. Triathlon asymmetric x3 patella; cat# 5551-g-350; lot# 55a4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. When completed, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.